Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging black particles in device humidifier. The patient states the water chamber was cleaned with water and mild detergent soap but there are still particles. The patient's wife states that the device is cleaned every day and there are still particles. The provider refused to help the patient check the device and advised patient to stop using device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.